Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Optical examination of inserter interface posterior nose identified crack emanating at the base of the autograft holes, consistent with excessive force. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that a patient underwent an unknown spinal procedure with cage instrumentation. During surgery, the cage broke as the surgeon was implanting into the disc space. No fragments of the cage were left in the patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.